Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient experienced over heating during MRI. Patient stated hospital did not follow MRI guidelines and was under MRI machine for a long period of time, during which they could feel their back starting to heat up, they started sweating, and it was hot to touch. The manufacturer representative (rep) initially spoke with patient on (B)(6) 2026 with their complaint. The rep did not obtain detailed information regarding event until yesterday, (B)(6) 2026 when they returned their voicemail message for follow up questions. The patient was currently hospitalized and the rep planned on meeting with them to diagnose device after they are discharged. It was unknown if the issue was resolved. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was hospitalized for urinary retention and the placement of a sp tube. Whether their retention is due to the device not working is not fully known. Insertion of sp tube. The cause of the overheating from MRI was unknown. As far as the device does, the rep saw patient on (B)(6) 2026 to troubleshoot. The rep stated the issue was resolved. Checked their device. Impedance check was normal and rep set them on a new program, which they were feeling appropriate stimulation. The patient will need to see if this new program works and is able to void.